Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor on the 2008t machine damaged the fresenius bloodlines during the patient's hemodialysis (hd) treatment. The reported issue was confirmed during follow-up. The reported issue interrupted patient treatment. The patient was rinsed back. The patient's estimated blood loss (ebl) is approximately 3 ml. Treatment ended early with approximately one hour of treatment runtime remaining. No serious injury or required medical intervention was reported. The blood pump rotor was replaced to resolve the reported issue. The machine was disinfected and returned to service the same day. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However the complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor on the 2008t machine damaged the fresenius bloodlines during the patient's hemodialysis (hd) treatment. The reported issue was confirmed during follow-up. The reported issue interrupted patient treatment. The patient was rinsed back. The patient's estimated blood loss (ebl) is approximately 3 ml. Treatment ended early with approximately one hour of treatment runtime remaining. No serious injury or required medical intervention was reported. The blood pump rotor was replaced to resolve the reported issue. The machine was disinfected and returned to service the same day. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.